Manufacturer narrative:
A ge representative evaluated the system and adjusted the camera iris. System operates as intended.

Event description:
Customer reported poor image quality. No patient injury was reported.